Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between (B)(6) and the report of suspected device thrombus could not be conclusively determined through this evaluation. A specific cause for the elevated ldh could not be conclusively determined through this evaluation. A direct correlation between (B)(6) and the reported power spikes could not be conclusively determined through this evaluation. The submitted log file contained data spanning from (B)(6) 2019 at 12:44:13 to (B)(6) 2019 at 10:59:06, per the timestamp. No notable alarms were captured, and the device appeared to have been operating as intended. Multiple attempts for additional information were sent to the account; however, none was provided. The patient remains ongoing on (B)(6) and no further issues have been reported at this time. The heartmate ii lvas IFU lists thrombus as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system and outlines the indications of thrombus, as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 1 year and 8 months. The patient¿s weight was not provided. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient presents with higher power and lactate dehydrogenase (ldh) along with concern for pump thrombosis. The log file submitted captured routine events and there were no notable alarm conditions or parameter changes. Pump power and pi were relatively stable over the course of the log file. Additional information was requested but was not provided.